Manufacturer narrative:
Additional information received:a diagnostic angiogram was performed which demonstrated 25mm bifurcation graft edge being 15mm distal to lowest renal origin. Intervention was performed and a 25x25x49m aortic extension was implanted in a good proximal position and the procedure was successfully completed. Completion angiogram showed no endoleak was present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the likely cause of the aaa expansion was most likely due to the proximal type I and type ii endoleaks which were confirmed in the returned CT¿s. The exact cause of the type ia could not be determined. CT¿s prior to implant were not available (only a sizing report was provided) and films during implant and earlier post-implant CT¿s were not provided for comparison. The bifurcate was positioned ~15mm below the right renal artery and there was ~15mm of remaining proximal seal zone; however, it is unknown if the bifurcate may have migrated as the implanted position of the bifurcate is unknown. Disease progression and the (currently) high infrarenal angulation (~60d eg a-p) may have contributed to the type 1a. Two (2) of the five (5) suprarenal stents along the calcified/anterior side of the neck were found potentially entangled at their proximal apices, which may have further compromised the proximal seal zone and potentially contributed to the type ia endoleak. The cause of the stent entanglement could not be determined, but may have been caused by oversizing of the 25mm bifurcate into the 19 ¿ 20mm diameter proximal neck which was also calcified near this location. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of 58mm abdominal aortic aneurysm. It was reported that when the patient returned for routine follow-up one year and eight months post index procedure, a CT was preformed to evaluate a possible endoleak. The CT demonstrated a possible ia or type ii endoleak. It is reported that the patient's abdominal aortic aneurysm sac measured 6.7cm compared to 5.8cm at pre-operative evaluation. It was reported that further diagnostic imaging was preformed just over a month later. It was confirmed the endoleak to be a type ia with approximately 20 mm of native aortic infra-renal neck to proximal graft edge and also bilateral ilio-lumbar arteries with direct communication to aaa sac. Endovascular intervention was preformed and the bilateral ilio-lumbar arteries were successfully coil embolized. The cause of the event is unknown. No additional clinical sequelae were provided and the patient will be monitored.